Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with an unspecified mentor smooth gel breast prosthesis developed capsular contracture (baker grade unknown) in her left breast post implantation. The capsular contracture was observed during an implant exchange surgery on (B)(6) 2021. A thick capsule was observed along with calcification. The patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 325cc gel breast prostheses on that date.